Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the corewire damaged, as part of overall visual revision. The device has the distal end detached from the ballweld and unraveled, the distal tip and the ballweld were returned. It was inspected according to procedure. Overall length and outer diameter (od) of distal tip couldn't be measured due to the device condition. Od of middle of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the ureter. A 035/145 amplatz super stiff¿ guidewire and a .8f x 18cm w/o wire percuflex¿ plus stent were advanced. When the physician was placing the stent, the outer layer of the guidewire was unraveled and the coating of the device was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the ureter. A 035/145 amplatz super stiff guidewire and a .8f x 18 cm w/o wire percuflex plus stent were advanced. When the physician was placing the stent, the outer layer of the guidewire was unraveled and the coating of the device was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.